Event description:
On 8/12/98, an ivac medsystem iii multichannel infusion pump was used to infuse a 500cc bag of heparin to a pt, who had carotid endarterectomy. In the afternoon of 8/13/98, after about 22 hours of infusion, it was calculated that the pt should have rec'd 169cc, and that the pt should have rec'd 169cc, and the volume remaining should be about 331cc. However, the pump monitor indicated the volume remaining was 413cc. The pump was then reset to 12cc/hr and about two hours later, the pump indicated that 389cc remained and only 4cc was infused in the two hours. At this time, the remaining volume in the intravenous bag was measured. The pt, who should be infused with 193cc of heparin, actually rec'd 110-130cc in the 24-hr period. On 8/14/98, the pt's left carotid apparently occluded and she had respiratory distress. The pt was reintubated and sent to surgery.